Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as touch contamination. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was treated as an outpatient for the peritonitis event. The patient was treated with intraperitoneal vancomycin (dose, frequency and duration unknown) and oral levofloxacin (once daily for three weeks, dose not reported). Action with dianeal and extraneal therapy was ongoing. The patient was recovered from this peritonitis event. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.